Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain additional information regarding the reported event. Lumenis received partial information (incident forms) for only eight patients rather than nine initially reported. A clinical evaluation of the incident forms is underway. In the meantime, lumenis is reporting these adverse events in an abundance of caution; if following this evaluation, new pertinent information comes to light, then a supplemental medwatch report will be submitted. On 27-oct-2018 an examination of the subject device was performed by a lumenis service engineer. An inspection of the system revealed that the system cut off filters and ipl light guides were not clean. The engineer cleaned the cut off filters and ipl light guides, further noting that the large ipl light guide needed to be replaced due to the holding plate not being secured. The 560nm cut off filter was found not to be OEM. The engineer recommended that the customer replace all these items. The engineer checked the output power on the ipl head, and found it to be out of specification (low). The nd:yag hand piece was observed to be damaged and has a light guide stuck in it. The engineer recommended replacement of the nd:yag hand piece and to not use it due to issue. The customer did not approve any of the aforementioned replacements at this time. A review of the system's historical service records revealed that the system was installed at the user facility on 15-june-2005. The system has had its last annual preventative maintenance, performed by a lumenis-certified service engineer, on 29-apr-2016. During that pm the device was cleaned, aligned, & calibrated according to specifications and configurations established by the manufacturer. Since april 2016 the subject system has not been serviced by lumenis. Although no information was provided by the user facility about the service history of the device, lumenis cannot rule out that service by an unauthorized third party service provider, lack of annual preventive maintenance, or no service at all may have contributed to the reported adverse events.

Event description:
A user facility reported that nine (9) patients had sustained burns of unknown severity following treatment with a lumenis 1 nd yag hp. Although nine (9) patients were initially reported, only eight (8) patient incident forms were received. This report is for patient 5 of 8.